Event description:
The customer reported to olympus, air/water was leaking from the distal end tip during reprocessing on the evis exera ii ultrasound gastrovideoscope. During the inspection of the returned device, the forceps cover glue was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the distal end tip was leaking and the forceps cover glue was peeling. Additionally, the biopsy channel was leaking, the probe unit was loose, the bending section cover had a crack, the switch/ camera had no function, and the elevator channel was loose. Furthermore, the control body was leaking, the lens guide buckles and the control knob had issues. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Initial reporter health professional, initial reporter occupation - information has been requested but unknown at this time. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 21-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the forceps cover glue peeling could not be determined at this time. The following information is stated in the instructions for use which may have prevented the issue: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.